Event description:
It was reported that the anesthesia workstation failed multiple tests during system check-out, including the safety valve test. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital. The investigation concluded that the safety valve solenoid needed to be replaced. After the replacement, the anesthesia system was successfully tested and was cleared for clinical use. The fresh gas safety valve solenoid was returned for investigation together with a set of device logs. Visual and movement inspection of the safety valve solenoid showed that the upper parts was a bit sluggish and slightly slow on return to closed position. No other visual deviations could be seen. It was successfully tested in a reference anesthesia system. No functional deviations were found. The received log confirms the reported issue with leakage and several failing sub tests during system check out. The sub tests failed due to the safety valve (solenoid) not being able to close properly and thus, the system was not able to build up the required pressure during the tests. The cause of the issue was likely an intermittent failing safety valve solenoid.